Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a sore under the left therapy electrode pad. The area was described to be three inches long, two inches deep and irritated. The patient later reported that she had to go to the ER to have the area lanced and drained. She reported that it was drained again at her doctor's office. Her doctor prescribed a pain killer and antibiotic for the area. During a follow up, the patient alleged that thanks to the lifevest she had (B)(6) and her doctor put her on an antibiotic. The final medical outcome is unknown.